Event description:
It was reported during bph procedure two fibers failed due to "laser transmission at the end and on the side. No "cap" at the end" issue. The first fiber failed at 22,604 joules and 5:36 mins of use and second fiber failed at 2230 joules and 4:24 mins of use. The fiber tips (caps) were not cleaned during the procedure. The procedure was completed with "standard ablation" was reported. Patient outcome: no patient injury reported. This event is for second failed fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibits no signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along length of fiber; the connector cone, segments, and tabs appear in good condition and secured; the fiber connector passed the signature verification fixture test. Probable root cause: based on the device analysis, the product complaint "double transmission of the laser fiber" could not be confirmed; there is no failure found with the returned product.